Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381412 and lot number 3142655. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
It was reported that bd insyte autoguard yel 24ga x .75in leaked blood. The following information was provided by the initial reporter: on tuesday 9th january, after inserting the catheter into the patient and retracting the needle, there was blood everywhere, the hcp and the patient had blood spilled on them and on the infusion chair. This issue has occurred several times.

Manufacturer narrative:
H.3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.